Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted on 01-10-2022. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.